Manufacturer narrative:
Device was received with all its features working properly. No anomalies or physical damage noted during testing. Device p-cap / reservoir locked properly in place the device passed the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the there was crack at back of the insulin pump and also had damaged ring. The customer blood glucose level was unknown. It was also reported that reservoir was not able to lock in place when inserted in to the insulin pump and reservoir lip ring was physically damaged. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.